Event description:
The customer reported that the system displayed an error precharge failure message.

Manufacturer narrative:
(B) (4). The ge service rep removed and replaced the battery and battery charger and calibrated the charger output. The system functioned as intended.